Event description:
The customer reported to olympus that during a maintenance inspection, the elevator wire on the duodenovideoscope was broken. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps elevator had foreign material and leakage from the distal end of the component. This report is to capture the reportable malfunction of the foreign material and leakage on the forceps elevator noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to pinching on the distal sheath, water tightness is lost; the light guide connector was deformed; the adhesive on the distal sheath was detached; the connecting tube has a scratch and dent; the video connector case has a scratch; and the angulation is out of specs and has play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.